Manufacturer narrative:
Complaint conclusion: this patient was enrolled in the (B)(4) study and experienced peri-procedural myocardial infarction. This is a (B)(4) male with medical history including hypertension, hyperlipidemia, history of angina and family history of coronary artery disease. The indication for the index procedure was unstable angina pectoris and positive function test. Angiography revealed 95% stenosis in the proximal circumflex (prox cx). The vessel was described as 12mm in length, class b2, de novo, mid and heavily calcified. The reference vessel was 3.75mm in diameter. The vessel was pre-dilated with a 3.75 x 16mm balloon at 16atm and a 3.50 x 23 cypher rx stent was implanted at 16atm. The stent was post dilated with a 3.75 x 16mm balloon at 16atm. There was 0% post residual stenosis. At pre-procedure, the ck was 116 (232 u/l), the ck-mb was 1.0(3.6 ng/ml) and troponin I was 0.06 (0.10 ng/ml). At 6 to 12 hours post procedure, the ck was 95, the ck-mb was 1.0 and troponin I was 0.06. At 16 to 24 hours post procedure, the ck was 112, the ck-mb was 2.0 and troponin I was 0.41. The ECG core lab report, hospital laboratory reports and ECG tracings were not available. There was no procedural complications reported and the patient was discharged the next day on dual anti-platelet therapy. Based on the adjudication minutes received on (B)(4) 2012, the committee agreed that the patient experienced a peri-procedure myocardial infarction based on the post procedure elevated enzymes. The committee reported the event as related to the device and related to the procedure. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079018 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
As reported by the adjudication committee on (B)(4) 2012, a patient that was enrolled in the (B)(4) study experienced peri-procedural myocardial infarction. The indication for the index procedure was unstable angina pectoris and positive function test. Angiography revealed 95% stenosis in the proximal circumflex (prox cx). The vessel was described as 12mm in length, class b2, de novo, mid and heavily calcified. The reference vessel was 3.75mm in diameter. The vessel was pre-dilated with a 3.75 x 16mm balloon at 16atm and a 3.50 x 23 cypher rx stent was implanted at 16atm. The stent was post dilated with a 3.75 x 16mm balloon at 16atm. There was 0% post residual stenosis. At pre-procedure, the ck was 116 (232 u/l), the ck-mb was 1.0(3.6 ng/ml) and troponin I was 0.06 (0.10 ng/ml). At 6 to 12 hours post procedure, the ck was 95, the ck-mb was 1.0 and and troponin I was 0.06. At 16 to 24 hours post procedure, the ck was 112, the ck-mb was 2.0 and troponin I was 0.41. The ECG core lab report, hospital laboratory reports and ECG tracings were not available. There was no procedural complications reported and the patient was discharged the next day. Based on the adjudication minutes received on (B)(4) 2012, the committee agreed that the patient experienced a peri-procedure myocardial infarction based on the post procedure elevated enzymes. The committee reported the event as related to the device and related to the procedure.

Manufacturer narrative:
Concomitant medication: simvastatin 80mg qd, aspein 355mg qd and multivitamin 1 tab daily. Additional information will be submitted within 30 days of receipt.